Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states lancet not retracted. Customer confirmed he can see needle sticking out after applying cap on lancing device. Lancets were properly seated. No adverse event alleged. A request was made for the return of the device. Lot not provided. Customer was no able to read lancet device information due to poor vision.